Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. A portion of the device remains in the patient and the remaining portion was not returned. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fusion case, the head of the screw ar-8545-32 popped off the base of the screw. The base of the screw remains in the patient. The screw had already been implanted; the surgeon was implanting another screw; per the rep who was present, the ar-8548-32 screw was in the compression hole and under pressure when the other screw was being inserted. The case was completed with no additional incisions needed.